Manufacturer narrative:
Device evaluated by MFR: investigation was completed. The unit returned has telescope kinked, as part of overall visual revision. The product analysis was performed. Kinks were observed in the sheath assembly from the femoral marker to the distal end. A damage was observed on the guidewire exit hole port assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly were pulled out from the removed hub. Broken drive shaft and ic windup were encountered in the double heat shrink area of the telescope. Ic windup began 2.5 cm from the distal end of the connector shaft. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. The 90% target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. During percutaneous coronary intervention, an opticross hd imaging catheter was used. After the wire was passed through the lesion the physician checked in the blood vessel using this catheter. However, there was resistance at the lesion area. Then the catheter was pushed and at this time the image disappeared. It was judged as lost image, so the catheter was replaced. The procedure was completed with a different device. No patient complications were reported. However, the returned device analysis revealed that the core image drive shaft was broken.